Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on (B)(6) 2018, the customer received a reading of 219 mg/dl on his adc blood glucose meter which was higher than he felt. Customer is routinely taking insulin, but "took an extra unit" of insulin due to the high reading of 219 mg/dl, which "caused the kidneys to crash". Customer's wife reported that the "real reading" is 20 mg/dl, but the timing or source of that reading was unspecified. At the time of the call the customer is in the intensive care unit due to "kidney shut down". There was no report of death or permanent injury associated with this event.

Event description:
Customer's wife reported that on (B)(6) 2018, the customer received a reading of 219 mg/dl on his adc blood glucose meter which was higher than he felt. Customer is routinely taking insulin, but "took an extra unit" of insulin due to the high reading of 219 mg/dl, which "caused the kidneys to crash". Customer's wife reported that the "real reading" is 20 mg/dl, but the timing or source of that reading was unspecified. At the time of the call the customer is in the intensive care unit due to "kidney shut down". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. No product was returned for this complaint and a valid serial number was not provided for the meter and a valid lot number was not provided for the precision strips. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dhrs (device history review) for all precision xtra 3 button meter within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the precision xtra 3 button meter, and the review did not identify any trends that would indicate any product related issues. No further track and trend review was required as there were no confirmed complaints. A tripped trend review was completed for the precision strips, and the review did not identify any trends that would indicate any product related issues. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.